Event description:
It was reported that the vertical column on the 9800 system up and down function is intermittent. It was also noted that there was a keyswitch error. The case was finished and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on information provided the following components have been requested. A 24v mainframe power supply and a cable assembly. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.